Manufacturer narrative:
The product is expected to be returned and the complaint investigation is ongoing. A supplemental and final report will be filed following the completion of the device evaluation and the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that the 60-2450-120, system 2450 burnt the assistant during a circumcision on (B)(6) 2019. The assistant was single gloved and was holding the vessel using forceps (brand and product number unknown) while the surgeon used the tip of the electrode (brand and product number unknown) to cauterize the vessel. The burn is described as superficial. There was no patient injury or impact. There was no delay in surgery. After the initial complaint, the surgical staff is now double gloving for these procedures and there is no other issues. This report is being raised based on device malfunction with potential for injury upon reoccurrence.